Event description:
It was reported that the asymptomatic patient presented to the operating room for scheduled device replacement. During the procedure, externalized conductors were noticed on the right ventricular lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR submitted on (B)(6) 2017. The initial report was reported as a malfunction rather than serious injury.